Event description:
It was reported that prior to several procedures at the user facility, the blade broke when the remb sagittal saw was activated. The blade was not in use and did not encounter any resistance. The blades broke at the base, near the locking holes. The procedures were completed successfully using alternate blades. No fragments were reported missing, and nothing entered the surgical site. No adverse consequences or medical intervention was reported. It was also reported that during testing conducted by the manufacturer in australia the remb sagittal saw had chipped teeth. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that prior to several procedures at the user facility the blade broke when the remb sagittal saw was activated. The blade was not in use and did not encounter any resistance. The blades broke at the base, near the locking holes. The procedures were completed successfully using alternate blades. No fragments were reported missing, and nothing entered the surgical site. No adverse consequences or medical intervention was reported. It was also reported that during testing conducted by the manufacturer in australia the remb sagittal saw had chipped teeth. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.